Manufacturer narrative:
3004209178-2018-03950-1 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's ins was replaced to try and address their loss of therapy. The patient wasn't receiving good therapy when they were seen on (B)(6) 2018; the representative was able to achieve coverage via reprogramming. The patient's ins replacement occurred on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that something was wrong with their ins. It was working ok and then all of a sudden it did two quick pulses and it turned off. The patient had severe pain on their spine where the leads were and they didn't know if it was from the device or something else. The patient didn't feel stimulation at all, but they felt it pulse sometimes. When the pulsing starts they stated they were in more pain. The patient stated that they were programmed for it to be on for a minute and off from 15 to 30 seconds. The patient called the manufacturing representative (rep), but they hadn't returned their call. The patient was redirected to follow-up with their healthcare provider. It was reported that the patient considered this to be a sudden change in therapy/symptoms and the event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) determined that the functionality of the device was okay, and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.